Manufacturer narrative:
Batch review performed on 15 september 2025 ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot. 2416420: (B)(4) items manufactured and released on 19-june-2024. Expiration date: 03 june 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: batch review performed on 15 september 2025 ball heads: mectacer 01.26.2850mhc double mobility hc liner ø28/dme (k092265) lot. 2432636: (B)(4) items manufactured and released on 05-feb-2025. Expiration date: 22-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 15 september 2025 mpact 01.32.4248cf dm converter f/dme - tin coated (k211891) lot. 2401180: (B)(4) items manufactured and released on 24-june-2024. Expiration date: 10-june-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 12 days from primary surgery, the patient came in due to an infection with an unknown pathogen. The surgeon revised the liner, converter, and head. The surgery was completed successfully.